Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
On 02-jun-2015 product investigation results: 3 counterfeit, toothbrush heads were returned. Three toothbrush heads confirmed to be counterfeit.

Event description:
Brush head of the brush head loose in my mouth; broken off from the internal hat [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, on (B)(6)-2015, the head of the oral-b brushhead, version unknown broke off from the internal hat and was loose in his mouth. No symptoms developed. (B)(4)-2015 product investigation results: 3 counterfeit, toothbrush heads were returned. 3 toothbrush heads confirmed to be counterfeit.

Event description:
Brush head of the brush head loose in my mouth; broken off from the internal hat [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, on (B)(6) 2015, the head of the oral-b brushhead, version unknown broke off from the internal hat and was loose in his mouth. No symptoms developed.